Manufacturer narrative:
Device evaluation: analysis visual of the returned device identified, wear abrasion, crease fold, opening on anterior, yellow particles inner the device and brown particles in fill channel. Leak test and microscopic analysis was performed which identified, sharp opening on valve bond edge and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge, due to an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.